Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed electromagnetic interference (emi) noise with oversensing and greater than two seconds of pacing inhibition. A signal artifact monitor (sam) episode was stored, the minute ventilation (mv) sensor was disabled, and a low out-of-range pace impedance measurement less than 200 ohms was observed on the right atrial (ra) lead. It was unclear whether there was an underlying rhythm. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the observed noise correlated with a procedure that used electrocautery. The field representative was unable to find evidence of out-of-range impedances in remote monitoring data or pacing inhibition greater than 1.5 seconds. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.